Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that an amvisc plus device was found to have no luer lock to connect to. This occurred during preparation for use with no patient contact. Please reference manufacture report #1119279-2011-00132.